Event description:
It was reported that the device electrical reset was indicated on a remote transmission. The patient was seen in the clinic, the reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters were noted with one por for write to locked ram, addr equal to 154a, data equal to 2f on (B)(6) 2012. There was one patient alert for por on (B)(6) 2012.